Manufacturer narrative:
The affected pk papyrus stent systems were not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report, discharge summary) and the product release documentation was reviewed to establish whether a device deficiency contributed to this event. Review of the product release documentation confirmed that the devices were manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the occurrence as non-device- and non-procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
During stenting of a severely calcified lesion with 99 percent stenosis degree in the mid rca, a type iii perforation occurred in the proximal rca. An emergent bypass and ligation of the perforation was discussed, but first controlling of the perforation with other methods was preferred. Subsequently, pk papyrus covered stents were used to seal the perforation. The sealing could be achieved with implanting the third stent. Afterwards, the severe stenosis distally was treated with two drug-eluting competitors stents. The vessel was fully revascularized, no significant stenosis, no edge dissection and not further extravasation of contrast. An impella was placed during the procedure. Following the intervention, the patient went to bypass surgery. 16 days after surgery patient died due to cardiogenic shock. This complaint refers to the second stent. The other two stents are reported separately.